Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (leaflet thickening). The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), leaflet thickening, and an enlarged atrium. During a mitaclip procedure, a single leaflet device attachment (slda) occurred with the first implanted clip. The implant was targeted to anterior 2 and posterior 2 leaflets (a2p2). After deployment, the clip appeared to have detached from the anterior leaflet. As intervention, additional clips were implanted, one medial and one lateral to the slda clip. The procedure was successful and the patient was hospitalized, but stable. The mr was reduced to grade 1+. In the physician's opinion, leaflet thickening contributed to the slda. There were no other adverse events and no rupture or harm of any adjacent structure. No additional information was provided.